Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported of repairing lent equipment. There was no reported patient involvement/adverse patient impact.

Event description:
A philips fse reported that it was needed to repair the equipment ready to be loaned. There was no medical device problem reported.there was no reported patient involvement/adverse patient impact.